Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: USA. Received via medwatch (mw5075185): event description per mw report: delamination cement loose implants result and failure right. Tibial loosening followed by global failure from cement failing to adhere. Additional information has been requested. File will be updated when information is received. All med watch submissions related to this report are: 9610612-2018-00149, 9610612-2018-00168.

Manufacturer narrative:
Investigation: no product is at hand. Batch history review: the device quality and manufacturing history records have been checked for all the lot numbers, and found to be according to specification valid at the time of production. Similar incidents have been filed with products from batch 52138787 and 52238869. No similar incidents have been filed with products from the other batches. Conclusion and root cause: no product available, and therefore a complete analysis is not possible, but based on the information available, it appears that the root cause of the failure is not product related. There is the possibility that the root cause of the problem is most probably usage or patient related. Rational: according to the quality standard and DHR files, a material defect or production error can be excluded. Unfortunately due to a lack of data and without the product, we can not determine the exact cause. Corrective action: any action regarding CAPA will be addressed with product safety case 17-19.

Event description:
Components in use listed as concomitant devices are: nx030z / as vega ps femoral comp. Cemented f4r, nn261z / as tibial obturator d12mm, nx122 / vega ps gliding surface t2/2+ 14mm, nx043 / patella 3-pegs p3.

Manufacturer narrative:
Additional information provided: components in use listed as concomitant devices are: nx030z / as vega ps femoral comp. Cemented f4r nn261z / as tibial obturator d12mm nx122 / vega ps gliding surface t2/2+ 14mm nx043 / patella 3-pegs p3. Brand name: as vega ps femoral comp. Cemented f4r. Common device name: femur implants vega system. Model and catalog #: nx030z.